Manufacturer narrative:
Updated fields - b4, d9 device available for evaluation and date return to manufacturer, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: a1 (should be empty), b5, b6, b7, d10, h6 health impact code. The sheath was returned with the dilator inside and blood on interior and exterior. No damage was observed on the components. The sheath was leak tested and no leaks were detected. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device meets all product specifications. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported by customer that issue occurred before catheter use the trans-ray plus 40cc intra-aortic balloon (iab) blood leaked from the connection between the sheath and the three-way stopcock. No blood entered the pump. A new sheath was taken out and introduced without any problems, with no impact on the patient. No patient involved.

Event description:
It was reported by customer that during use the trans-ray plus 40cc intra-aortic balloon (iab) blood leaked from the connection between the sheath and the three-way stopcock. A new sheath was taken out and introduced without any problems, with no impact on the patient.

Manufacturer narrative:
Due to character limitataion e1 (event site name): (B)(6), due to character limitataion e1 (event site name): (B)(6). A supplemental report will be submitted upon completion of our investigation.